Manufacturer narrative:
Please note the corrections to d1, d4 catalog #, h6 results and h6 conclusion codes. The reported event could be confirmed based on the images received. A pdf of the blueprint revision planning, containing scans of the shoulder, show the dislodged baseplate. Therefore, the reported event could be confirmed. The return of the implant would have been necessary for a deeper investigation. Based on investigation, the root cause was attributed to a patient related issue. As reported in the event description, the patient fell, which resulted in the dislocation of the baseplate. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient fell post-op and dislodged the baseplate. A revision surgery was planned to be performed on (B)(6) 2023.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that the patient fell post-op and dislodged the baseplate. A revision surgery was planned to be performed on (B)(6) 2023.